Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report several no delivery alarms and failed infusion sets. The customer's blood glucose level was 250 mg/dl. The customer declined to troubleshoot. The customer stated that she was able to resolve the alarms by changing the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, however nothing was returned for analysis.